Manufacturer narrative:
The product was not returned for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance, or misuse that contributed to the reported event. Thrombosis (clot formation) is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported thrombus formation was an anticipated procedural complication. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. The device was implanted in the patient.

Event description:
The patient was undergoing a coil embolization procedure in the right posterior circulation artery (pca) using penumbra smart coils (smart coils) on (B)(6) 2018. During the procedure, the physician successfully deployed and detached multiple smart coils using a non-penumbra microcatheter; however, during the procedure, there was clot formation. The physician, therefore, administered integrillen and performed an angioplasty with a balloon catheter to treat the clot formation. As of (B)(6) 2018, this event is considered resolved. This event was adjudicated to be an adverse event with a probable relationship to the smart coil system and a probable relationship to the procedure.